Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed after a cold restart. It was reported to philips that the monitor is unable to display live images. Review of the logfile shows that the x-ray live signal sometimes disappears from the input of the flex vision-pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer performed a system reboot, after which the issue was temporarily resolved. The philips field service engineer (fse) checked the system onsite, and the customer confirms that no live or reference video signals were displayed on both flex vision monitors in the exam room or on the flx spot monitor in the control room. The fse visually checked the status of the leds on pdu-3ny and identified that all 5vdc leds supplying the dvi extender displays were off, also found the 24vdc leds (not used) were also off, confirming an issue with the pdu. To resolve the issue, fse ordered and replaced the pdu-3ny. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If monitor unable to display live image issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. Monitor unable to display live image issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was intermittently unable to display the live image. No harm to the patient or user was reported. Philips has started an investigation of this complaint.